Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant product: d224trk device, implanted: (B)(6) 2011.

Event description:
The right atrial (ra) lead and left ventricular (lv) lead were prophylactically explanted and replaced. The ra lead and lv lead were returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.